Event description:
Customer's father reported via phone call that the insulin pump alerted for battery change. The customer had to change the battery twice. It was stated that there is fluid visible under the display. The insulin pump was not dropped or bumped but it is possible that it was exposed to sweat. The insulin pump alarmed watchdog timeout and alarm could not be cleared. It was stated that the display is blank and the insulin pump does not respond after battery change. Blood glucose value is unknown. It was advised the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm or low battery alarm or blank display was noted. The insulin pump passed the self test with no alarm. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted under the liquid crystal display screen, electronic assembly, or motor. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.